Manufacturer narrative:
Exemption number e2015055. Three reported devices were received for evaluation; 3 events were confirmed during testing. Evaluation found the devices were missing components. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.